Event description:
According to the available information the urinary catheter was inflated prior to insertion but was unable to be deflated. Device was not used.

Manufacturer narrative:
Date of event is an estimated date.